Manufacturer narrative:
MDR 9618003-2019-06218 / initial 4 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole is off center. No photo provided.